Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 5:30pm. Pt reported getting a reading of 90mg/dl on his prodigy meter. Pt was unsure of symptoms felt, as he reported being a long-time diabetic and does not get "sugar reactions." Pt said his son called the medics. Pt said the medic's meter read 27mg/dl while prodigy's read 81mg/dl. Pt was treated at home with a glucose IV. Pdc sent replacement along with prepaid envelope for return of suspect product(s).

Manufacturer narrative:
Pdc received suspect device, meter serial (B)(4), on 01/09/2012. Product was evaluated and was in good condition with all functions working properly. Test results were in range. No failures detected.